Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when attempting to implant the lead, a -stable position- could not be found. The lead was replaced.